Event description:
Patient was receiving IV fluid through an established infusaport. Patient's chest was damp. Upon inspection, the rn found there was a leak where the catheter tubing enters the plastic finger grip area. Huber needle removed and fluids were stopped.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.